Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that hp052 was set up in the surgical field, a steady tone was emitted. The disposable blade was good and the hand piece was tested with the test tip as bad. Another hand piece was used, with original blade and worked fine to complete the case. There was no consequence to the patient.